Event description:
A 54-year-old male patient with comorbid medical conditions of emphysema, stage 3 chronic obstructive pulmonary disease (copd), and chronic bronchitis experienced hemoptysis required hospitalization after an ion biopsy procedure. The biopsy procedure was on (B)(6) 2023 and the patient was enrolled in a post-market clinical study. The target lesion was 27mm in size and located in the right upper lobe 0.5mm from the nearest pleural surface. The procedure lasted approximately 20min and was completed as planned with no intra-procedural complications. Instruments used during biopsy included a 21g flexision needle, a 1.1 cryo-probe, and cook captura forceps. The patient was discharged home the same day with no post-procedural complications reported. The day after the procedure, the patient experienced hemoptysis with increased shortness of breath, fever and chills and presented himself to the emergency room (ER). The patient was admitted and given inhaled tranexamic acid every 8 hours for the hemoptysis. On a chest computed tomography (CT) scan, there was evidence of pneumonia, so the patient was treated with intravenous broad-spectrum antibiotics, and then transitioned to oral levaquin for five days. The patient was discharged on (B)(6) 2023. Two days after being discharged, the patient returned to the ER with complaints of worsening shortness of breath. The patient was admitted and diagnosed with chronic respiratory failure with hypoxia, secondary to an acute influenza a infection. Symptoms were improving by (B)(6) 2024, but the patient requested to remain admitted for an additional day to ensure symptoms resolved. The patient was discharged the following day on (B)(6) 2024. The study investigator thought the hemoptysis was not related to ion devices, but rather to the procedure and patient¿s existing conditions. The pneumonia and influenza a infection were due to patient's comorbid copd.

Manufacturer narrative:
There is no indication or report that an ion product caused or contributed to the incident. A system log review found that no relevant errors occurred during the procedure that could have contributed to the post-procedural complications.